Manufacturer narrative:
(B)(4).

Event description:
It was reported that the telemetry communication between the device and the programmer was slow. At subsequent follow-up, no issues were noted. The interrogation was fine. Device remains implanted; patient condition was stable.